Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that during unpacking, a hole was noted in the packaging. When unpacking the 035/12/180 katzen guide wire, a hole was noted in the sterile packaging exposing the device. The device was not used. The procedure was successfully completed with another of the same device. As there was no patient involvement, no patient complications were reported.